Event description:
The image darkened and then blacked out during colonoscopy causing the procedure to be completed with a second scope and there were no pt injuries. The darkening of the image could not be confirmed during the initial investigation by co.